Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " found that the helium line returned blood, immediately suspended the iabp counterpulsation, inspected the patient's right femoral artery puncture, and the catheter was not dislodged, and immediately notified the physician, who removed the right femoral artery sheath tube under aseptic manipulation, and stopped the iabp application". The catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " found that the helium line returned blood, immediately suspended the iabp counterpulsation, inspected the patient's right femoral artery puncture, and the catheter was not dislodged, and immediately notified the physician, who removed the right femoral artery sheath tube under aseptic manipulation, and stopped the iabp application". The catheter was removed and not replaced. The patient's current condition is reported as "fine".